Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) tile where this bedside monitor (bsm) is being monitored is blank. It was not showing the patient name or bed name. Tech support (ts) then had the bme check to see if the bsm was in the monitor bed setting tab, it was not. Ts then asked them to check the patient room where the bsm was located. We verified the physical network connection as well as verifying that he could see other beds through the interbed screen both seemed to be correct. Ts had them power down the bsm for two minutes then powered back up. The cns tile was still blank. Ts then asked them to go back to the monitored bed setting tab and unmonitor and remonitor the bed, but he was still unable to see it. The bme checked the other groups at the monitored bed setting tabs and found the bsm in the general group. Ts had them monitor the bed, and the tile now populated with the patient information. It is unclear whether they were setting the patient up to be monitored for the 1st time; or if the patient was being monitored already and fell off the cns. Qa had asked for clarification on this matter, but they were unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a. Sn: (B)(4). Device manufacturer date: 05/28/2012. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) tile where this bedside monitor (bsm) is being monitored is blank. It was not showing the patient name or bedname. Tech support (ts) then had the bme check to see if the bsm was in the monitor bed setting tab, it was not. Ts then asked them to check the patient room where the bsm was located. We verified the physical network connection as well as verifying that he could see other beds through the interbed screen both seemed to be correct. Ts had them power down the bsm for two minutes then powered back up. The cns tile was still blank. Ts then asked them to go back to the monitored bed setting tab and unmonitor and remonitor the bed, but he was still unable to see it. The bme checked the other groups at the monitored bed setting tabs and found the bsm in the general group. Ts had them monitor the bed, and the tile now populated with the patient information. It is unclear whether they were setting the patient up to be monitored for the 1st time; or if the patient was being monitored already and fell off the cns. Qa had asked for clarification on this matter, but they were unresponsive. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) tile where this bedside monitor (bsm) is being monitored is blank. It was not showing the patient name or bedname. Tech support (ts) then had the bme check to see if the bsm was in the monitor bed setting tab, it was not. Ts then asked them to check the patient room where the bsm was located. We verified the physical network connection as well as verifying that he could see other beds through the interbed screen both seemed to be correct. Ts had them power down the bsm for two minutes then powered back up. The cns tile was still blank. Ts then asked them to go back to the monitored bed setting tab and unmonitor and remonitor the bed, but he was still unable to see it. The bme checked the other groups at the monitored bed setting tabs and found the bsm in the general group. Ts had them monitor the bed, and the tile now populated with the patient information. It is unclear whether they were setting the patient up to be monitored for the 1st time; or if the patient was being monitored already and fell off the cns. Qa had asked for clarification on this matter, but they were unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation conclusion: customer reported that the tile for a bsm is blank. Customer initially was unable to see the bsm in the monitor bed settings. This suggests that the tile for the bsm was blank because it was not being monitored on the cns. Customer was unable to monitor the bsm as it is not initially in the monitor bed settings. During troubleshooting, the customer was able to find the bsm in another group in the monitor bed settings. Customer selected to monitor the bsm, and the tile on the cns started to populate data. Based on the available information, a definitive root cause could not be identified. However, it is likely that the bsm was not configured to the correct group resulting into the customer having difficulties in locating the bsm in the bsm. The possible cause of the issue is incorrect configuration of the bsm. As a definitive root cause could not be identified, a corrective action to address the root cause of the issue could not be implemented. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a sn: (B)(6) device manufacturer date: 05/28/2012 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) tile where this bedside monitor (bsm) is being monitored is blank. It was not showing the patient name or bedname. Tech support (ts) then had the bme check to see if the bsm was in the monitor bed setting tab, it was not. Ts then asked them to check the patient room where the bsm was located. We verified the physical network connection as well as verifying that he could see other beds through the interbed screen both seemed to be correct. Ts had them power down the bsm for two minutes then powered back up. The cns tile was still blank. Ts then asked them to go back to the monitored bed setting tab and unmonitor and remonitor the bed, but he was still unable to see it. The bme checked the other groups at the monitored bed setting tabs and found the bsm in the general group. Ts had them monitor the bed, and the tile now populated with the patient information. It is unclear whether they were setting the patient up to be monitored for the 1st time; or if the patient was being monitored already and fell off the cns. Qa had asked for clarification on this matter, but they were unresponsive. No patient harm was reported.